Event description:
Our affiliate reports that during an arthroscopic shoulder repair with the use of 2 bioknotless anchors fixation devices, a portion of the distal tips of their inserters broke off into the anchors and remain therein captured within the pt's bone. The procedure was completed successfully without further incident or harm to the pt. Facility discarded the complaint device. Also see associated MDR 1221934-2008-00385.

Manufacturer narrative:
Nothing is being returned for eval; however, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, tip breakage, may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. Note: the IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. It is also possible that the incorrect drill bit (smaller than 2.9mm) was used in this procedure. The recommended bit is the mitek 2.9mm drill. The rationale is that anything smaller than a 2.9mm bit in "healthy" bone would subject the inserter to side loads of more than 24 lbs, as the anchor makes it's way through the cortical layer. The 20 lbs, load is the upper range of the inserter capability when subjected to side loads." No further action is warranted at this time.